Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the heater wire pop off the jaw, still attached to jaw but not normal. Customer opened a new evh kit to complete the case, completed without incident. No patient injury.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The lot # 25161658 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/07/2022. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.